Event description:
It was reported that a malfunction alarm occurred. There was no adverse effect to customer's blood glucose level. Customer declined further troubleshooting. Multiple follow up attempts were performed by tandem technical support to complete troubleshooting, however, customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.